Event description:
The device was not tracking up and over the bifurcation of the previously implanted graft, after several attempts, the physician tried to retract the hgb device and the leading olive became separated from the delivery catheter and the device deployed in the proximal right limb of the already implanted graft.

Manufacturer narrative:
Lot 15353680: (B)(4). (B)(6). The excluder iliac branch endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date, the patient was treated with a lombard medical aorfix¿ device to treat an abdominal aortic aneurysm. It was reported the implanted aorfix¿ device had a lack of seal in the right distal limb and the physician chose to use a gore® excluder® iliac branch endoprosthesis (ibe) to preserve the hypogastric artery. The physician was using a dsf1245/335137 sheath while attempting to advance the hgb161207a/ 15353680 device. The device was not tracking up and over the bifurcation of the previously implanted graft, after several attempts, the physician tried to retract the hgb device and the distal olive became separated from the delivery catheter and the device deployed in the proximal right limb of the already implanted graft. The physician attempted to snare the olive and was unable to retrieve it. The physician then chose to cover the olive and covered it with a nitinol covered stent. The physician then used a 959 and a 1038 icast balloon expandable stent into the hypogastric artery. The end result was successful and the patient tolerated the procedure.